Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event and discharged on an unknown date. The patient was treated with injection ceftazidine (1gm/ once a day/ intraperitoneal/ discontinued), injection vancomycin (1gm/ every 72hrs/ intraperitoneal/ discontinued) and injection gentamycin (40mg/ every 72hrs/ intraperitoneal/ discontinued) for peritonitis. On an unknown date, the patient recovered from peritonitis event. It was reported that pd was discontinued, the pd catheter was removed and the patient switched to hemodialysis. No additional information is available.